Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.this is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken plug strap, crease fold, yellow particles and an opening. Leak test was performed and found an opening on posterior. A microscopic analysis was performed which identified a sharp opening in the posterior side and a break(sharp) in the plug strap. A dimension measurement in the shell was performed which identified the thickness to be within specification. The fill test inspection was performed with the result of no blockage. Based on the device analysis the final assessment is a sharp opening on plug strap disk shell due to an unidentified(tear) opening, and a sharp opening on posterior side due to an unidentified(tear) opening.

Event description:
Health professional reported left side deflation. Device was explanted.